Manufacturer narrative:
Investigation: used test and analysis equipment: mitutoyo cd-15ppx vernier caliper; panasonic dmc tz8 digital camera; testing pins. We checked the diameter of the sleeve-hole of the peek-insert. Here we noticed that the diameter was not drilled according to the specification. Specified dimension: 2.95mm, measured with testing pin 2.45mm. Conclusion and root cause: the root cause of the problem is loan service related. Rational: the loan set was equipped with the incorrect drill-sleeves. Corrective action: 100% test with test pin at the loan service before delivering.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the drill bits did not fit the two different drill guides. Components in use listed as concomitant devices are: fj822r / abc single drill guide. Fj823r / abc single drill guide. Fj840r / abc drill bit 2.7mm (2).